Manufacturer narrative:
Patient information was unavailable from the site. Device lot number and device unique identifier (UDI) is unavailable. Initial reporter phone number should be read as : (B)(6). No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument was deformed, but the site continued to use it to complete the procedure. There was no delay in the procedure and no impact on patient outcome.